Event description:
When the physician opened the package, he noticed the collagen coating of the graft peeled off. The graft was not implanted, but was replaced by another graft. No additional info was provided.

Manufacturer narrative:
The returned complaint device was inspected by the qa/qc manager. Product packaging was already opened and the device was blood contaminated. It was observed that the graft was cut into two portions and the ends of both graft portions were inverted. The visual examination also confirmed the presence of pieces of collagen in the product package and at one of the inverted graft ends. A product coated on the same day than the complaint device was evaluated. The visual examination performed by the qa/qc manager evidenced no product anomaly and no poor collagen adherence. The graft was handled with precaution and one of its end was inverted: no fraying was observed and no pieces of collagen were generated. In addition, a water permeability testing was performed on this sample: the results indicated a value well within product specifications and no poor collagen adherence was noticed. A review of the device history records of the complaint device indicated that the graft was processed and inspected according to procedures. Specifically, the collagen coating records evidenced no anomaly. In addition, the water permeability testing performed on a graft coated on the same day and under the same condition than the complaint device indicated a value well within product specifications. Note that during this testing, also designed to assess the collagen adherence, no poor collagen adherence was noticed. No conclusion can be drawn. However, investigation would tend to indicate that the device was not defective. It is thus believed that only an inappropriate handling of the graft could have produced a collagen peel off. Note that the product instructions for use, clearly indicates that care should be taken during graft handling to avoid damaging collagen coating.